Event description:
The report stated that during pre-operation check for the radio frequency ablation procedure, there had been no problems. However, a few minutes after the ablation started, water leaked from the strain relief. Another needle electrode was opened and used, and the procedure was completed. The pt is reported as ok.

Manufacturer narrative:
Date of initial report: 04/01/2009. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.